Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2020 the patient presented with an abdominal aortic aneurysm (treated with gore® excluder® aaa endoprostheses) and an aneurysm of the left common iliac artery (treated with gore® excluder® iliac branch endoprostheses (ibe)). It was reported that on (B)(6) 2020, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses and an aneurysm of the left common iliac artery that was treated with gore® excluder® iliac branch endoprostheses. It was stated that the gore® excluder® iliac branch component (ceb) was advanced to the intended location. The implant location was verified on the angiogram and the device was deployed afterwards. It was realized that the device had landed lower than intended and that it was not possible to move the device more proximal. Due to this, it was not possible to implant a gore® excluder® internal iliac component (hgb) as initially planned. It was therefore decided to cover the internal iliac artery and to complete the implantation procedure without the hgb. It was stated that the device did not move during the deployment and that the final deployment location might be related to a not optimal imaging. The procedure was successfully completed with no visible endoleak and no known patient issues.